Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) checked the system remotely and instructed the customer to reboot the system. After several restarts, the issue was resolved. Review of the system log file showed that the issue occurred as a result of a software error causing the system to get stuck in a recovery loop. The recovery loop is interrupted when the system is restarted. A philips field service engineer (fse) performed functional analysis, found no issue in the system's pcs and confirmed that the customer was able to continue the work normally. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system is not booting up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.